Manufacturer narrative:
An event of leaflet dislodgement during procedure and explanted was reported. The valve was returned with both leaflets dislodged. A small chip damage was noted on the bottom rim of the valve. The valve was able to rotate freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, after attaching to the annulus, the leaflet detached during mobility confirmation. They confirmed the dislodged leaflet was recovered from the patient. The valve was explanted and a new 23mm sjm regent heart valve w/ flex cuff was re-implanted, and the surgery was completed. The patient was reported stable. The procedure time was extended due to the need to redo the suturing, but the extension was not significant. There was no adverse patient effect.